Manufacturer narrative:
H3. Analysis of the lead (l/n va2fm4g) found there was a broken weld at the connector in the proximal end of the lead. Analysis of the extension (s/n (B)(6)) found no significant anomaly. Analysis of the extension (s/n(B)(6)) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: annex f codes corrected to account for device explant. Conclusion code updated to account for additional investigation activities. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: b3400060, serial#: (B)(4), product type: extension; product ID: 3387s-40, lot#: va2fm4g, product type: lead; product ID: 3708660, serial#: nkn235749v, product type: extension; product ID: 3708660, serial# (B)(4) product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-may-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 05-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was determined that the extension was the issue related to the patient's low impedances. The patient had a previous stage 1 and stage 2 done. Yesterday they hooked up the lead. They replaced the extension and connected the lead to the test cable and when doing so all pairs showed 'low'. The caller states they connected the extension to the implanted neurostimulator today and when they ran impedances they saw only 3/1 and 0/1 showing low while everything else was 'green'. Technical services reviewed considerations for testing impedances again, noted that the lead may be compromised, specifically possibly contact 1. (B)(6) 2021 (rep): additional information was received from the manufacturer representative that using a lead test cable to test left lead, it was seen that the lead had all low/high impedances which could possibly be a short in the lead, but it was not certain. There was not any damage seen at the lead extension connection site. It was determined by the physician that it was not the extension or the neurostimulator causing the issue. The lead was left at this time for removal when replacement of sensight lead is placed. Potential surgical date is pending. (B)(6) 2021 (rep): no new information.